Event description:
It was reported that a 2.9 mm bioraptor anchor was placed but at the moment of tying the suture, pressure was exerted and it came out from the patient's bone. Anchor was removed and a twinfix anchor (5.5mm titanium) was put in instead. No patient injuries were reported.

Manufacturer narrative:
Device was returned for evaluation. Visual assessment of the device shows the anchor and suture are free from the inserter. One leg of suture (blue) has been removed from the assembly. The suture that remains attached to the anchor has a double knot tied approximately 2 inches from the anchor. There is no damage to the suture or anchor. Dimensional assessment of the anchor confirmed it meets print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.